Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket#: (B)(4) (and subsequent ticket#: (B)(4). Hoya due diligence is documented under internal: (B)(4). Optic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. Broken haptic and injector were returned: trailing haptic was not returned. No abnormalities were found in production and inspection records of the product.(serial no: (B)(6); model: py-60ad). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged optic after implantation. The doctor explanted the iol since the optic was broken into two pieces just after implantation. Patient impact: intra-operative explantation.